Manufacturer narrative:
At this time, no further information is available. This report will be updated should additional information become available

Event description:
It was reported that during a routine follow up, this right ventricular (rv) lead exhibited loss of capture (loc). No noise noted or pacing inhibition. An x ray was prescribed. At this time, this rv lead remains in service. Additional information was requested. No adverse patient effects were reported.